Event description:
According to the initial reporter: this patient had a suprarenal günther tulip ivc placed approximately 5 years prior to obtaining this CT. Images showed the filter hook outside the lumen of the ivc and within hepatic parenchyma and possibly into the portal vein. Given that the patient was asymptomatic and that filter removal could lead to significant complications it was elected not to pursue retrieval. Patient outcome: according to the initial reporter, the patient did experience adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.